Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that some intraocular lenses (iol) have glistenings. He indicated that the glistenings degrade optical performance affecting contrast sensitivity. The glistenings are more prominent in certain material. Additional information was requested.